Event description:
This unsolicited device case from (B)(6) was received on (B)(6) 2015 from a physician. This case concerns an adult male patient of unknown age who developed synovitis, underwent punctation showing gonitis like exudate and his body temperature increased after receiving treatment with synbisc one injection. Relevant medical history, past drugs, concomitant medications and concurrent conditions were not reported. On an unknown date in (B)(6) 2015, the patient received treatment with intra-articular synvisc one injection, once, (dose, indication, batch/lot number and expiration date: not provided) into unspecified knee. On unknown dates in 2015, (01 week after administration), the patient developed knee oedema, an unknown date in 2015, arthrocentesis was performed showing "like gonitis exudate". However, exudate punction was found to be negative. Reportedly, within another 6 weeks (unknown date in 2015), the patient fully recovered from the events. Corrective treatment: corticoide (unspecified) were administered into knee and nsaids (not specified) were administered as a corrective therapy for synovitis. Corticoids (unspecified) were administered into knee for the event of punctation showing gonitis like exudate. Nsaids (not specified) were administered as a corrective therapy for the event of body temperature increased. Outcome: recovered/resolved for all events. A pharmaceutical technical complaint was initiated and conclusion was pending for the same. Seriousness criteria: required intervention for the events of synovitis and punctation showing gonitis like exudate.